Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the there was noise on the right ventricular lead. It was also reported that the lead was discolored near the lead anchoring point. Upon follow up with the patient's physician, it was reported that the discoloration and noise were attributed to damage by radiation therapy. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Starting on (B)(6) 2009 weekly defibrillation impedance trend data has varying and sustained increase in the defibrillation circuit impedance of 56 ohm baseline to a max of 180 ohms for the svc circuit. Starting on (B)(6) 2009 weekly pace trend data for max left ventricular pace shows varying impedance with a max reading of 3280 ohm on (B)(6) 2010. The device recorded a lead impedance patient alert on (B)(6) 2010.